Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have breakage of the teflon pad at its tip. A piece measuring approximately 5.0mm x 2.5mm was found to be broken off, confirming that a fragment detached from the instrument. Separated piece(s) was not returned. Additional unrelated observation not reported by site: the instrument was found to have blade damage(s) at its tip. The blade did not have corrosion that would have contributed to the blade damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted hypopharyngectomy surgical procedure, the blade head gasket/harmonic ace instrument experienced retraction. The procedure was completed with no patient harm.